Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter was powering off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the issue began on the morning of (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin. The patient reported being unable to test on the subject meter and later that afternoon developed symptoms of ¿tremors¿. The patient stated that they associated this symptom with low blood sugar. The patient reported self-treatment with food and reported feeling better soon after this. At the time of troubleshooting the csr determined that the meter¿s battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly became hypoglycemic after being unable to test on the subject meter.